Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 11/01/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Transmitter functional test was performed and the transmitter passed. The cloud/share data was available, and no data related to the customer complaint was found. A bin file analysis was performed and information showed signal loss within the investigation window. The customer complaint of a loss of connection was confirmed because there was an indication of transmitter loss of connection in the bin tool analysis. The root cause could not be determined.